Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, thew device had part of the tube obstructed. The root cause could not be identified. According to the investigation the most probable cause of this reported issue was expected or random component failure without any design or manufacturing issue. However, it was due to fracture problem and blockage identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the water piece broke off and stuck inside irrigation port. The issue was found during reprocessing. No harm reported. No patient involvement reported.